Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle and ligator housing) was analyzed, and a visual evaluation noted that the ligator housing returned with five bands attached, some of the bands were moved, and overlapped, and were torn. The suture thread was fully unfolded from the ligator housing and still had five bands attached. The suture thread contained an extra knot that is not a production knot. The handle slot had the trip wire inserted. The teeth of the ligator housing were found bent/damaged. The suture hole of the ligator housing was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180-degree rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the suture thread was fully unfolded from the ligator housing, and it still had five bands attached. This suggests that the device could not deploy the bands. It was also found that the suture had an additional knot that does not correspond to a production knot. This knot could have occurred due to manipulation and has been considered an adverse event related to the procedure. The bent ligator housing teeth suggests that there was an incorrect application of tension to the suture thread at the time of deployment, which caused the movement and overlapping of the bands, twisting them until they were torn. It is possible that the technique used, or the patient's anatomical conditions could have contributed to this event. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2023. During the procedure, there was no problem deploying the first band up to the second band. It was noticed that the third band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2023. During the procedure, there was no problem deploying the first band up to the second band. It was noticed that the third band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.